Manufacturer narrative:
This supplemental report is submitted to correct the date received by manufacturer field (g3), submitted on the MDR. The date received by manufacturer is october 26, 2022.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g3 (aware date). Also, information added to d8 and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined because no information regarding the reported event was obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. Due to the customer information and serial number of the device not being provided, we are unable to confirm whether the device was returned to olympus for evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, with limited information regarding the complaint, the root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. H3 other text : based on the limited information provided, we are not able to confirm whether the device was returned to olympus for evaluation.

Event description:
Olympus received the following from the FDA via (B)(4): the customer reported, during an endoscopic retrograde cholangiopancreatography (ercp), the monitor and tower flashed an error code stating "unsupported scope." The customer contacted olympus to perform troubleshooting but it was unsuccessful. The intended procedure was cancelled. No additional information is available since the customer did not share any contact information. This report is for the clv-190 (light source) that was in use at the time of the event. The cv-190 (tower) was reported on medwatch 3002808148 2022 02243 with patient identifier c22360637.